Manufacturer narrative:
The technician found that the caster teeth were worn. He replaced the brake/steer caster to repair the bed.

Event description:
Info received indicates when the brakes were engaged, the brake/steer caster would still swivel.